Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:34:07. During night drain cycle 20, the patient's ultrafiltration reading was 794ml, indicating the home patient (hp) drained 794ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter, and the evaluation is complete. The problem of an increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycle advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.